Event description:
This is the first of three reports (same reporter and same country, different patients, different facilities). Linked to mfg reports: 3003418325-2016-00022 (duraseal) and 1121308-2016-00017 (duragen). On (B)(6) 2016 the product 206320 duraseal exact spine sealant system was used in a (B)(6) male patient undergoing a fistula drain with lumbar catheter. It was reported that a cerebrospinal fluid leak appeared at 10 days. The duraseal was implanted on (B)(6) 2016 and explanted on (B)(6) 2016. A repeat surgery was performed and the surgeon made the dural closure with autologous graft and duraseal [again]. The patient did not experience any fever at any time. The incident did prolong hospitalization. There was no information available regarding csf volume loss, adverse consequences due to csf leak and any relevant lab work or diagnostic results. The patient had a good outcome. A conference call was initiated to obtain further information. The doctors were unavailable at the time. A request for additional information was sent to the rep via email.

Manufacturer narrative:
Integra has completed their internal investigation on 01/06/2017. The product was not returned for evaluation. Without the physical product, a definitive root cause could not be identified. Historical complaint data displayed no trend for the complaint mode. Pmv will continue to monitor this condition for future potential action. Conclusion: the clinically applied product was not returned to us for evaluation after several documented requests. Therefore, we are unable to identify the specific cause for the problem reported.